Event description:
The patient reported that the audio bolus button has become more difficult to press over the past month or two. She stated that she wears the pump attached to her belt with a case, and cleans the pump with a glass-cleaning cloth.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the bolus button was found to be intermittently responding to presses. The bolus button was removed and contamination was observed under the button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.